Manufacturer narrative:
UDI not available for this system. Other relevant device(s) are: product ID: 9735585, software version: (B)(4). No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. It was reported that the system was unable to track the biopsy needle. The site ensured that they created a valid plan that included a target and entry with locked trajectory. The site unlocked and relocked trajectory while resetting the plan as well with no resolution. The system was tracking the frame and all other instrument without issue. Moving the camera arm did not help. The site tried to use another biopsy needle which did not track either. The site proceeded doing the case without tracking the needle but using the tip stop value provided by the system. The procedure was completed without the use of the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, software version: 3.0.2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the cause or contributing factors related to the reported issue were unknown.

Manufacturer narrative:
The software analysis reviewed the logs but they provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.